Manufacturer narrative:
The lot was manufactured from march 15, 2019 - march 16, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A zoomed in area on the photograph observed a white curved plastic-like shaving. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed dropped inside a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. It was further reported that the foreign matter may have come from the lock hole. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.